Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original product packaging. The outer packaging was found slightly crushed. The packaging foams were not returned; therefore, an assessment of the temperature indicator could not be performed. There were liquid stains on the outer packaging. The jar safety seal was broken. There were gasket remnants on the rim of the jar. Crystallized, dried glutaraldehyde was present along the threads of the jar. Loose pieces of gasket were noted on the rim and/or outside of the jar. White particulate was present in the jar. The gasket showed lengthy deep pits in the rubber along approximately half of its circumference, consistent with gasket stuck to the rim of the jar. There were loose pieces of gasket noted inside the lid. White particulate was found in the jar and/or lid upon opening. Fourier transform infrared (ftir) analysis was performed to confirm the white particulates were from the gasket inside the lid. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the vlv evolutfx-29 valve was not implanted due to pieces of the white gasket falling to the bottom of the jar upon opening. Another valve was successfully implanted. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.